Event description:
Patient was sitting on a bath bench when one of the legs collapsed causing patient to fall and sustained a fractured humerus. Patient was taken to hospital and out pt. Ortho for treatment. Product was returned to the manufacturer for further product analysis.